Event description:
It was rpeorted through the pt's attorney that the pt underwent knee replacement in 1999. In 2004, the device was revised due to "aseptic loosening and polyethylene wear periprosthetic fracture."